Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a transmitter issue. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with an insulin pump. The event involved product(s) mmt-7040a, mmt-332a, mmt-7841zn, mmt-1884, and mmt-242a. Troubleshooting was performed for the loss of communication, and the customer programmed the correct transmitter ID into the pump; however, the pump was not communicating with the transmitter, and the customer had not received a sensor connected alert. Troubleshooting was declined for high blood glucose, and it was unknown if the insulin pump system was used within 48 hours or if the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-7841zn was requested, and the customer response was the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-242a.